Event description:
Affiliate reported that the icp express and microsensor showed abnormal value and needed to be replaced.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.